Event description:
It was reported that the physician turned up the medication so high that the patient overdosed. At the time of report, the device system was used to deliver clonidine, baclofen, and dilaudid, though it was unclear if that medication was still in use at the time of the event back in 2003.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l69629, implanted: (B)(6) 1999. Product type: catheter. (B)(4).